Manufacturer narrative:
Product analysis #(B)(4). Brief description of complaint: it was noted that as soon as the device was connected to the generator, the pump began to run, and the generator was activated as if the device button was pressed, but it was not being pressed. There were no error codes displayed. Investigation conclusion: the reported issue was confirmed. Once the device was plugged into the complaint lab aquamantys generator and it automatically activated without depression of the blue activation button. The blue and black wires on the solder board were connected due to a poor soldering job. If information is provided in the future, a supplemental report will be issued.

Event description:
During set up for a procedure, upon connecting the aquamantys device, it activated before the button was pressed. There was no patient involvement; therefore, patient information is not applicable.